Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: customer stated that it is an issue that there is foreign matter within the syringe.

Event description:
It was reported that the bd luer-lok¿ tip syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: customer stated that it is an issue that there is foreign matter within the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 02sep2022. H6: investigation summary: it was reported there was contamination on the syringe prior to use. To aid in the investigation, one sample in a sealed packaging blister was received for evaluation by our quality team. A visual inspection was performed and the syringe has two particles of loose foreign matter inside the packaging. No other defects or imperfections were observed. The sample was sent to a laboratory for analysis. The laboratory report confirmed there is no mold. The foreign matter was a 78.95% match to polypropylene. This percentage match is considered inconclusive as to be conclusive we look for an 85% or higher match. The foreign matter in the packaging defect could occur if, while doing a repair or preventative maintenance, cleaning was not done properly. A device history record review was completed for provided material number 302832, lot number 1363332. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The sample will be shown to the associates for awareness. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.